Manufacturer narrative:
The returned device was sent to vygon (B)(4) for investigation. Results of this investigation is not yet complete. Additional info will be provided in a f/u MDR 30 days from when vygon us receives new info.

Event description:
During insertion of the peripherally inserted central catheter (PICC), the catheter developed a hole. It was prolonged and slow to advance. Another PICC was placed as a result. No harm occurred to the pt.